Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the force bipolar instrument broke inside the patient when it was being opened and snapped, causing a small pin to eject slightly. This made it so that the instrument was unable to be removed from the trocar, causing staff to have to obtain a new trocar and cap, remove the affected trocar, and replace it. The staff were able to remove the pin and the trocar from the instrument. There was no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received mw5173014 stating: when this writer arrived back to the room after lunch break they were informed that the fenestrated bipolar, ref 471405, lot k11240229 0467, broke inside the patient. Per staff in the room, the fenestrated bipolar was being opened when it snapped, causing a small pin to eject slightly. This made it so that the instrument was unable to be removed from the trochar, causing the staff to have to obtain a new trochar an cap, remove the effected trochar, and replace. This writer filled out the defective instrument form and it was placed in a biohazard bag into the defective case in the dirty utility room. No pieces were left in the patient. Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have the grip axis pin dislodged from the grips. The pin was returned with the instrument. The pin outer diameter measures approximately "1.56mm at the swaged end compared to the nominal pin diameter of 1.57mm". Measurement results suggest the pin is partially swaged. Grips and other components adjacent to the dislodged pin do not show damage. The complaint regarding a small pin ejected slightly was confirmed by failure analysis. The probable root cause is attributed to the manufacturing process.